Event description:
Riata st 7000 #(B)(4). Rv ICD lead presented with noise recordings, low impedances and abnormal fluoroscopic presentation. Post extraction lead inspection demonstrated an extruded inner wire 1 cm proximal to the svc coil. Lead extracted and replaced safety. Will be sent back to manufacturer tonight.